Manufacturer narrative:
We are filing this report because a possible contribution due to use error cannot be entirely ruled out. On (B)(6) 2011, the patient refused to return devices to kci. Unable to obtain device for evaluation.

Event description:
The following information was reported to kci by the home health nurse: on (B)(6) 2011, kci representative did a visit to consult with the home health nurse on problems obtaining a proper dressing seal to wound on right foot for 4th and 5th metatarsal amputation. On (B)(6) 2011, the home health nurse went out to do the dressing change on the patient's right foot and noticed drainage underneath the drape collecting where wound was located. It was reported that the wound was macerated and gangrene. The physician was contacted and patient went for follow up appointment on (B)(6) 2011. The patient was evaluated and admitted to the hospital to have the 1st through 3rd metatarsals removed. On (B)(6) 2011, the great, 1st and 2nd toes of the right foot were amputated.

Manufacturer narrative:
On (B)(6) 2011, the device was tested per quality control procedures by kci field service employee, prior to placement with the patient. The device passed qc checks and met specifications. On (B)(6) 2011, the unit was returned to the kci service center for device evaluation. The unit was tested per quality control procedures. The device passed quality control and met specifications.